Manufacturer narrative:
Section d6a: correction: implant date was inadvertently reported in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of wear and tear and a "faint green light" was confirmed. The reported event of reoccurring alarms every morning at 09:55 was not confirmed. Visual inspection of the system controller (serial number: (B)(6) ) a missing software version label. No physical damage to the controller was observed. The returned system controller successfully operated a mock circulatory loop for an extended period of time without any issues or atypical alarms produced; however, the pump running leds were observed to be dim. No other issues were observed during testing. The system controller passed functional testing without issue. The submitted event log file and the event log file downloaded from the returned controller contained approximately 3 days of data combined (14nov2021 ¿ 17nov2021 per the timestamp). The submitted and downloaded periodic log files contained data spanning 11 days combined (06nov2021 ¿ 17nov2021 per the timestamp). No atypical alarms were active in the log files, and no alarms were captured at 09:55 throughout the log files. The driveline was disconnected on 17nov2021 at 15:52:21 to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. The root cause of the missing software version label and the reported reoccurring alarms could not be conclusively determined through this analysis. The root cause of the dim pump running leds however, a corrective and preventative action (CAPA) has been implemented to address this issue. The returned system controller was manufactured prior to the implementation of the CAPA. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on (B)(6) 2016. The heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and the heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low flow hazard alarm conditions, and the actions to take if the alarms cannot be resolved. These sections also explain how to view the alarm history on the system controller user interface screen. The heartmate 3 patient handbook section 6 "caring for the equipment" and the heartmate 3 IFU section 8 "equipment storage and care" describe how to care for and clean all equipment. The heartmate 3 patient handbook section 10 and the heartmate 3 IFU section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and the heartmate 3 IFU section 2 ¿system operations¿ describe the system controller user interface, including all lights, symbols, and on-screen messages, and explain how to perform a system controller self-test. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient stated they had reoccurring unknown alarms every morning at 09:55. These unknown alarms did not appear in the alarm history on either the controller or system monitor. The patient's controllers, both their primary and their backup, were exchanged, not only for the reoccurring alarms, but also due to wear and tear and a faint pump running light. The controller exchanges were successful with no adverse events. Log file analysis captured no alarms occurring at 09:55 in the log. The patient was discharged home. Related manufacturer's reference number: 2916596-2021-07530.